Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The devices were not returned. Consequently, direct product analysis was not possible. Additional information about this article could not be obtained. As a result, no further investigation is possible.

Event description:
Published abstract "use of a novel flexible covered stent (gore viabahn vbx) in fenestrated and parallel grafts during endovascular treatment of complex perivisceral aortic aneurysms: acute results" (ajit rao, william beckerman, rami o. Tadros, james mckinsey. Icahn school of medicine at mount sinai, new york, ny; journal of vascular surgery, volume 67, e175-e176. 10.1016/j.jvs.2018.03.250) was reviewed. The abstract discusses endovascular treatment of juxtarenal and thoracoabdominal aortic aneurysm fenestrated, branched, and parallel graft techniques. The abstract reported that five gore® viabahn® vbx balloon expandable endoprosthesis developed in-stent stenosis or occlusion. Four of the grafts underwent intervention with 100% secondary patency, and one patient was asymptomatic and refused intervention.